Manufacturer narrative:
Unit passed displacement test and self test. Unit received with high sleep and active operational currents due to corroded electronic assembly. Pump trace download analysis confirmed the pump alarmed low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery alert and power loss alarm due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unit received with cracked case at the battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer received a low battery alert and has already changed the battery five times. The customer¿s blood glucose was unknown at the time of the incident. The caller also mentioned that the customer received a power loss alarm. During troubleshooting, the caller said that the pump is not alarming at time of call. She said the batteries were not out of pump greater than the duration allowed by the insulin pump. The caller was advised to checked the customer¿s alarm history. She said the customer has not received multiple power loss alarms when batteries are out of the pump for less than 10 minutes. She was advised to monitor pump. The customer also received a replace battery now alarm less than 10 hours after receiving a low battery warning. The customer stated that this the second occurrence. She was advised that the pump would need to be replaced. The insulin pump will be returning for analysis.